Event description:
It was reported that the subject stent was used for ica (internal carotid artery) procedure as the subject stent was loaded into the associate microcatheter and smoothly delivered to the target site for deployment. During stent deployment, the middle segment of the subject stent failed to open. The physician repeatedly attempted to adjust the tension, both increasing and decreasing it, but the subject remained unopened. Subsequently, the physician advanced the associate microcatheter to retract the subject stent for re-deployment, but during the retraction process, the delivery wire became detached from the subject stent. The physician then withdrew the delivery wire from the body and subsequently withdrew the subject stent along with the microcatheter. Ultimately, the physician opted for an alternative surgical approach, and no harm was caused to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin- added. D10 product available to stryker / returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject device was returned with an xt-27 microcatheter. The sdw (stent delivery wire) was returned inside the dispenser hoop as the sdw was removed the distal end was kinked/bent. The subject device was advanced from the xt-27 microcatheter through the distal end of the microcatheter. On removal from the xt-27 microcatheter, the subject device fully opened but the subject device was noted to be deformed. A functional test could not be performed due to the condition of the subject device. The reported ¿stent failed/unable to open (when not implanted)¿ could not be replicated; as the subject stent device fully opened on removal from the xt-27 microcatheter, however, the analysis results are consistent with the reported event. The reported ¿stent deployed prematurely during use¿ was confirmed during analysis. The subject device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The event description states "following routine flushing and backflow checks, the subject device was loaded into the microcatheter and smoothly delivered to the target site. During stent deployment, the middle segment failed to open. The physician repeatedly attempted to adjust the tension, both increasing and decreasing it, but the subject device remained unopened. Subsequently, the physician advanced the xt-27 microcatheter to retract the subject device in preparation for re-deployment, but during the retraction process, the delivery wire became detached from the subject device. The physician then withdrew the delivery wire from the body and subsequently withdrew the subject device along with the microcatheter." Product analysis found the subject device was returned having been deployed. The subject device was fully opened but the subject device was noted to be deformed. The sdw (stent delivery wire) was deformed. The damage to the returned device suggests friction/resistance was encountered during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, ¿stent deployed prematurely during use' and as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject stent was used for ica (internal carotid artery) procedure as the subject stent was loaded into the associate microcatheter and smoothly delivered to the target site for deployment. During stent deployment, the middle segment of the subject stent failed to open. The physician repeatedly attempted to adjust the tension, both increasing and decreasing it, but the subject remained unopened. Subsequently, the physician advanced the associate microcatheter to retract the subject stent for re-deployment, but during the retraction process, the delivery wire became detached from the subject stent. The physician then withdrew the delivery wire from the body and subsequently withdrew the subject stent along with the microcatheter. Ultimately, the physician opted for an alternative surgical approach, and no harm was caused to the patient.